Event description:
It was reported that in preparation for an unspecified stenting procedure, the stent was partially deployed when removed from the package. The physician removed the sentinol biliary stent 6x40mm from the package, it was partially deployed. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "ok".